Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly failed to cycle. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly failed to cycle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one encor biopsy probe was returned for evaluation. A visual evaluation and functional testing were performed. The probe was clean with the aperture approximately 90% closed. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. The probe was loaded into the in-house driver and calibrated successfully. The probe meets the requirement of maximum vacuum test and fails to meet the requirement of vacuum differential test. On further, the probe was inserted into a piece of beef and around the clock, sampling was performed. The probe was able to obtain 6 samples successfully. The 6th sample was acquired using the vac button on the driver. No error was displayed on the console during testing. Therefore, the investigation is confirmed for identified filling issue as the probe fails to meet the requirement of vacuum differential test. However, the investigation is unconfirmed for the alleged failure to cycle issue. A definitive root cause for the alleged failure to cycle and identified filling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3. H11: d4 (medical device lot), h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.